Event description:
A customer reported that the pump battery was depleting too quickly, which led to the pump shutting down. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a corrective injection via multiple daily injections (mdi) and did not require assistance from a third party. Customer technical support assisted the caller by uninstalling and reinstalling the tandem mobi mobile app. The customer continued to use the pump for insulin therapy.